Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed backup mode due to magnetic resonance imaging (MRI) exposure on the implantable cardioverter defibrillator (ICD). High voltage (hv) therapies were disabled as a result. Programming changes were performed, and the device was restored. There were no patient consequences.